Event description:
The duty pharamedic responded to a call originally reported to be an unconscious heart attack which eventually progressed into a cardiac arrest. When the paramedic arrived on location the police officer reported that c.p.r. Was started immediately. The patient was an 81 year old female with a history of cardiac problems. After connecting the patient to the life pak 10 e.k.g. Monitor, the paramedic dignosed the patient e.k.g.rythm to be corse ventricular fibrillation. The paramedic made four seperate attempts to defibrillate the patient. The paramedic also changed joules, changed bateries and turned the unit off completely. Finally on the 6th attempt, the paramedic was able to discharge the defibrillator. The patients e.k.g rythym changed to asystole. During the equipment failure, the paramedic called for the next due paramedic unit. The patient's e.k.g. Changed again to ventricular fibrillation and a subsequent defibrillation attewmpt failed. Shortly afterwards this last failure, the backup paramedic unit arrived and provided a working defibrillatorinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed. Results of evaluation: component failure. Conclusion: device failed just prior to use, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.